Manufacturer narrative:
Product investigation summary: part 04.610.120 was received in okay condition. The locking portion of the screw is in the quick lock screw beneath the flange of the bone screw head. Per the complaint description, the screw had backed out of the plate as seen during a routine follow-up x-ray. The x-ray was not provided. It is possible that the screw was not implanted flush with the plate prior to the locking screw splaying out the expansion head. This may have led to the back out of the screw. However, there isn't enough information as to how this screw had backed out. The cslp quick lock screw is compatible with synthes cslp plates. The quick lock screw eliminates the two-piece screw that is found in the standard cslp implant system. The associated drawings were reviewed. The design specifications and materials are adequate for the device's intended use. The engineer also reviewed the scanned documents to review the verification of the device. Per the tolerance analysis, the locking screws allow for adequate expansion of the head to lock into the plate in addition to the diamond knurl feature, which provides additional friction for locking. It is possible that the screw was not properly implanted flush with the plate prior to the locking screw splaying out the expansion head. This may have led to the back out of the screw. However, there isn't enough information as to how this screw had backed out. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical discectomy and fusion on (B)(6) 2014. During this procedure, an unknown plate and unknown quantity of screws were implanted. During a routine follow up x-ray on (B)(6) 2015, it was discovered that one titanium quick lock cancellous screw, part number 4.610.120 (lot number not available) had backed out of the plate. Revision surgery was performed on (B)(6) 2015 to remove the screw which had backed out. A replacement screw was not implanted in its place and the remaining hardware (plate and unknown screws) were left in situ. There was no report of surgical delay. The patient has reportedly recovered. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient weight was not provided. Date of event is unknown for screw back-out. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.